Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the device did not have any visual defects. Functional analysis was performed; the balloon was inflated and a leak was found due to a pinhole located near the distal ro marker of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first hurricane balloon 4x2 would not inflate and was leaking. They removed the first balloon and then used a hurricane balloon 4x4. The hurricane balloon 4x4 dilated the first time and then the second time, it did not dilate and was leaking. The procedure was completed using a hurricane balloon 4x6. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine investigation results revealed that the balloon had a pinhole; therefore, this is a MDR reportable event.